Event description:
This device was being revised because the stem extension had broken off the femoral component in vivo. The revision knee went without incident. The pt is an active farmer with large bone structure.